Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis and the patient identification was not provided. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient came for routine visit and reported  that his battery is not able to hold power more than 2 hours. The battery was replaced from stock. There was no impact to the patient.